Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. Patient reported she had not had luck with the device so she quit using it. The device never worked for her symptoms and she had no success, so she lowered the device to the lowest setting. A week ago, she had an epidural injection in her back working on vertebrae 3 and 4 and it seemed like the epidural had activated her device. She felt buzzing sensation which was uncomfortable. The sensation was like typically when she had a class and had been sitting all day. She went to turn her device on and it buzzed her. She used to call it "a bee in her britches". She wanted to know if the epidural could have caused this buzzing. Two weeks later, patient reported she had trouble setting up an appointment with her healthcare provider (hcp). It was indicated that she had not been seen by hcp for a long time. The buzzing had not been resolved. She was trying to ignore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.